Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) had diaphragmatic stimulation so they placed a new left ventricular lead today. Now the new lead has an impedance of 2500 ohms and there are no left ventricular pace markers on the programmer display or the printout.